Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was tested prior to an unspecified procedure. The device leaked from the hub during the nech test. As a result of this event a second ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter from a similar lot was bench tested from the remaining floor stock at the user facility and was also found to leak. This device was found to leak from the hub. Neither device made patient contact.

Manufacturer narrative:
Additional information: d10. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. Two unused mac-loc catheters were returned for evaluation in locked and partially unlocked positions. No biological matter or surface damage was noted on either device. Tug and twist tests conducted on both catheters revealed that the flares were secure and leak tests were unable to confirm the presence of a leak in the devices. Upon removal of the connector caps, the suture strings were found unsecured in the threads and the catheter flares were observed to be lopsided with a lip. The number of threads showing on both caps exceeded what was detailed in the manufacturer¿s specifications, indicating nonconforming product. Additionally, a document based investigation evaluation was conducted. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no relevant nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.